Manufacturer narrative:
Investigation status: the back-up from the instrument involved in this specific complaint is still pending from the customer. Therefore, the investigation is still in process and on completion, a follow-up report will be filed.

Event description:
Customer complaint reported an incorrect aptt result on their acl top cts instrument. A sample gave an aptt result of 213.5 seconds in extended mode. The repeat of the sample was 151.1 and a third run gave a result of 213.8. A review of the clot curves shows that the result of 151.1 seconds had a "blip" during the baseline and the acl top cts instrument called this as the result without a flag. The clot curves for the other two results, 213.5 and 213.8 seconds, were appropriate. There was no indication of impact on patient treatment.